Manufacturer narrative:
For both malfunctions, the device has not been returned for evaluation; images and medial records were not provided. Therefore, the investigations are inconclusive for migration of device/device component, detachment, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced migration of device/device component, detachment, and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. The age, weight and sex of the two patients were not provided.

Manufacturer narrative:
H10: for both malfunctions, the device has not been returned for evaluation; images were not provided but medical records were provided and reviewed. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter limb detachment and inconclusive for filter migration for one malfunction. The investigation is inconclusive for the alleged perforation of the ivc, migration and filter detachment for the other malfunction. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced migration of device/device component, detachment, and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. The age, weight and sex of the one patient was not provided and the 30 year old male weight was not provided.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an unknown vena cava filter allegedly experienced migration of device/device component, detachment, and patient device interaction problem. This information was received from various sources. Both malfunctions involved patients without consequence. One female patient is 72 year old and one male patient is 31 year old. The weight of the both patients were not provided.

Manufacturer narrative:
For both malfunctions, lot numbers were not provided and lot history reviews were not performed. The devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions. For both malfunctions, the investigations are confirmed for perforation of the inferior vena cava and filter limb detachment; however, the investigations are inconclusive for filter migration. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.